Event description:
Boston scientific crm received initial information that the physician was experiencing difficulties recovering the patient history data. Once that issue resolved, and the data was retrieved, it was observed that this battery may be prematurely depleting. The data included on the save to disk was reviewed by boston scientific engineering. The engineering consultant confirmed that there was an abnormal current drain on the battery, and the root cause can not be determined at this time through disk analysis. A predicted longevity calculation indicated approximately 2.5 years remaining. It was advised that as the level of power consumption could change, it was recommended to replace the device, or at minimum to closely monitor it. No adverse effects were reported, and the device currently remains implanted.

Manufacturer narrative:
At this time, this product remains implanted. If it is explanted and returned for analysis, or additional information becomes available, a final report will be submitted.